Event description:
It was reported that there was intermittent undersensing observed on asystole and brady recorded episodes of the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.